Manufacturer narrative:
(B)(4) 2014 followup: customer was released from the hospital on (B)(6) 2014 and was using insulin injections for diabetes management until resuming pump therapy. (B)(4) 2015 followup: customer has been using insulin injections since (B)(6) 2014 and is not currently using the pump. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized for treatment of elevated blood glucose levels with ketones. Reportedly, customer was receiving insulin shots for management of blood glucose levels. Review of customer's pump history showed multiple occlusion alarms. Cause of the alarms could not be determined as troubleshooting was not performed and customer was not currently wearing the pump.